Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. The transmission showed that the right ventricular (rv) lead exhibited post-sensed t-wave oversensing. There were no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.